Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that there was a hole in the evaqua expiratory limb, about 6 cm away from the proximal connector. The pressure test showed that the breathing circuit was out of specification due to excessive leak. A lot check revealed no other complaints of this nature for lot number 120313. Conclusion: based on the nature of the damage, it is likely that the subject evaqua expiratory limb was punctured during use. The hospital had indicated the rt340 adult breathing circuit had been in use for 8 days when the hole was observed, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 adult dual-heated evaqua1 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." "This product is intended to be used for a maximum of 7 days." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a pinhole was found in the expiratory limb of an rt340 adult dual-heated evaqua1 breathing circuit after 8 days of use. It was further reported that a circuit hanger was used. No patient consequence was reported.